Event description:
It was reported that during a laparoscopic cholecystectomy the clips of the device formed fine and looked fine and then with no tension or pulling of the clips they just fell off. There was no patient consequence.